Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the probable cause of the peeled pad could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, that the tissue pad is peeled off on the thunderbeat device. There was no patient involvement.